Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation revealed surgical stains, saline and blood residue was found in the suction tube, indicating the device was used. The shaft was bent, could be due to device mishandling. Upon further observation of the active tip showed signs of activation, surgical debris was found surrounding the active metal faceplate and a melted manifold between 4 o'clock to 5 o'clock position. This type of failure if continually used could result in the reported failure of intermittent operation. This complaint is confirmed. No functional test was conducted to avoid any further damage to the device and to test equipment. The device history record (DHR) review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. The supplier completed a corrective and preventative action (CAPA) investigation to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue was also investigated by mitek. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales representative via phone that during a hip surgery the customer's vapr s90 4mm electrode with integrated handpiece stopped working while in the patient. The device had been functioning and then the ablation feature stopped. They removed the device, reset it and tried again, but the device did not work. The sales representative stated the device had not been buried in tissue. The case was completed with another like-device with no patient harm, but a one minute delay to open a new device. The sales representative was not present for the case and could not provide any additional information. The device is being returned for evaluation.